Event description:
It was reported the patient had been in the intensive care unit (ICU) since ¿the night before last¿ ((B)(6) 2013) and withdrawal was reported. A physician was requesting the lioresal withdrawal procedures. It was unknown whether there were any audible pump alarms. The pump was being used to deliver baclofen. It was further reported the patient was in the ICU and had been in the hospital for 6 days now. It was noted, "they don't know what was causing the infection if it was in the brain or a urinary tract infection (uti)." It was also reported the patient had a 105 degree fever last night. The patient was scheduled to have the pump refilled on (B)(6) 2013. A healthcare provider (hcp) was requesting information on baclofen withdrawal as they did not want the patient to go into withdrawal. The patient was to see a neurologist on the date of this report to check the drug level in the pump and what was causing the fever. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information contained from a health care provider (hcp) indicated that they had not seen the patient in their clinic for over a year. The hcp was not aware of hospitalization except for the hospital or patient¿s family that had called their intrathecal baclofen therapy (itb) office; of which they directed them to care for his needs and acquire cultures. The hcp suspected the patient was ¿infected from another site¿. The hcp was not called back and to their knowledge the patient ¿got better¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).